Event description:
A patient contact for this male peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain, fever, chills, nausea, vomiting, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2.5g and fortaz 4g. The culture resulted positive for (B)(6). The white cell count was 713 (unknown units). The fortaz was discontinued. The patient continued with vancomycin with 2g on (B)(6) 2022, and 3g on (B)(6) 2022. The patient continues to receive antibiotic therapy with vancomycin during recovery (frequency and duration not provided). The patient did not require hospitalization for this event. The suspected cause of the peritonitis is an open window during pd therapy connection. No issues reported with the liberty select cycler. No further information was provided.

Event description:
A patient contact for this male peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain, fever, chills, nausea, vomiting, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2.5g and fortaz 4g. The culture resulted positive for staphylococcus epidermidis. The white cell count was 713 (unknown units). The fortaz was discontinued. The patient continued with vancomycin with 2g on (B)(6) 2022, and 3g on (B)(6) 2022. The patient continues to receive antibiotic therapy with vancomycin during recovery (frequency and duration not provided). The patient did not require hospitalization for this event. The suspected cause of the peritonitis is an open window during pd therapy connection. No issues reported with the liberty select cycler. No further information was provided.